Manufacturer narrative:
Event 1: (B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 1: there have been four incidents of blood leakage at the t-port area of the extension set, which involved patients losing blood. No injuries reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unused and unopened ultrasite t-port extension set, identifying lot 61600682, was returned for evaluation. Visual examination of the set noted zero (0) defects. The set was luer taper tested and leakage tested, per specification, with passing results. Therefore, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.